Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was torn longitudinally, confirming the event description. There were no other defects noted to the device. The root cause of this complaint will be classified as operational context as the failure most likely occurred due to procedural factors encountered during the procedure. A review for similar complaints was completed and there was no other complaint reported.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during an egd (esophagogastroduodenoscopy) procedure on (B)(6), 2011. According to the complaint, during the procedure the balloon burst inside of the patient. No pieces of the balloon detached an it was removed from the patient as a unit. The procedure was completed with a different device with no patient complications. The patient's condition has been described as "fine."